Event description:
Customer reported with an issue of the power does not turn on. The issue found during an unknown event. There was no patient harm, no user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation , the following were noted: visual inspection performed and there was no abnormality in the appearance. Actual machine confirmation: functional testing found the problem has been reproduced. (Main keyboard failure) noted. Based on evaluation findings, the customer reported issue was able to be reproduced. The issue was found to be attributed due to main keyboard failure. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that a faulty main board may have caused the device not to turn on. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.